Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had plunger error. The plunger became sticky during use making it hard to administer the medication. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: samples were received for investigation, test were performed including breakout and sustaining force for the plunger rod/stopper, stopper placement, presence of lubricant, and defects on molding of the product. When performing the functional tests to the customer samples to ensure the conformity of the product and be able to evaluate the defect that the client reported, they were satisfactory and did not present any problem so the defect that the client reports was not reproducible, therefore the complaint is not confirmed. The lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. As part of the functional tests performed during the final inspection of the product is the silicone content test, for such the batch it was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. It is important to mention that for what was indicated by the verbatim "sticky" of the client, it was not possible to obtain information to know what medication was used for what is very ambiguous, so we consulted with toxicology if there was any report that any medication could make the stopper viscous, however, given that the medication information is not available, the only thing that indicated is that if the medication is viscous, the cap could be observed equally due to the effect of the medication. Performing functional tests on customer samples, these did not present a problem related to functionality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had plunger error. The plunger became sticky during use making it hard to administer the medication. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok disposable syringe with bd luer-lok tip had plunger error. The plunger became sticky during use making it hard to administer the medication. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples and photos were received for investigation. Test were performed on the physical samples, including breakout and sustaining force for the plunger rod/stopper, stopper placement, presence of lubricant, and defects on molding of the product. When performing the functional tests to the customer samples to ensure the conformity of the product and be able to evaluate the defect that the client reported, they were satisfactory and did not present any problem so the defect that the client reports was not reproducible, therefore the complaint is not confirmed. Moreover, the lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. As part of the functional tests performed during the final inspection of the product is the silicone content test, for such the batch it was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. A consultation was conducted with the preclinical and toxicological corporate development team to see if there could be any report of interaction of the drug against the device. The drug "sotradecol" is a tetradecyl sodium sulfate that is a surfactant that is soluble in oil, so the drug can solubilize the silicone used in the body of the barrel increasing the resistance to displacement of the plunger and if the medication is viscous it could make the effect of the cap visually apparent to be viscous. The products received for comparison are manufactured in different manufacturing plants. Furthermore, the main difference between the product identified are the resin, viscosity of the lubricant and the method of sterilization, for this reason the devices can work in different ways, however both are biocompatible and safe from a toxicological point of view.